Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2019-18285. It was reported that the patient presented at a follow-up in clinic. Upon interrogation, high frequency lead noise was detected on both the right atrial and right ventricular leads. This noise was not reproducible, but low frequency lead noise on the right atrial lead was reproducible. Lead revision was discussed but not performed. The patient was in stable condition.